Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented pocket revision with complaints of pain in left arm and at the device site. During the procedure, puss was observed in device pocket site. The entire system was extracted due to infection. New system was implanted on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the explant date should have been (B)(6) 2018 rather than (B)(6) 2018.